Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 159 (mg/dl). Although requested, the customer declined to provide method of backup therapy.